Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the returned sample evaluation results. Visual inspection of the actual device revealed no defects. The actual sample was built into a circuit with tubes and circulated with saline solution. A leak was noted at the base of the purge line tube at the joint with the port on the oxygenator module. The joint of the purge line tube and the port was inspected under x-ray fluoroscope. A crack reaching the lumen was revealed on the purge line tube at its edge jointed to the port. No other anomaly was observed. Function testing was conducted. The purge line tube of a current product sample was exposed to a shock force at the joint of the tube and the oxygenator port after the sample having been left under a low temperature of 4 degrees celsius for 12 hours. Subsequently the joint of the purge line with the port was inspected under x-ray fluoroscope. The configuration of damage was found to be similar to that on the actual sample. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual sample was subjected to a shock force after having been left at a low temperature, resulting in the reported fracture of the tube. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been received for evaluation. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 is referenced. A review of the device history records and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : evaluation in progress

Event description:
The user facility reported that the prime line leaked on the capiox device during prime. Follow up communication with the user facility confirmed the following information; the product was changed out; the surgery was completed successfully; and there was no patient involvement.